Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after an episode of ventricular tachycardia. It was noted that the implantable cardioverter defibrillator was unsuccessful converting the patient¿s rhythm using high voltage therapy. Decreased high voltage lead impedance was noted. External defibrillation therapy was provided. Programming changes were performed. The patient was stable post procedure in the cardiovascular recovery unit.